Event description:
Patient was due for a tracheostomy tube change by ears/nose/throat (ent) doctor. The fellow tested the cuff and the balloon did not deflate. Two tracheostomy tubes were tested and did not inflate, the third trach balloon inflated. This was a planned situation and the trach tube was not changed until there was a trach tube that had a balloon that inflated. The trach tubes were both: neonatal bivona tts 3.0.